Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they saw their healthcare provider (hcp) regarding some concerns they were having with therapy. They noted that they changed programs, but is still leaking urine. The patient thinks their patient programmer (pp) is doing "weird things" and their "programming is a little off" because their hcp informed them that their ins is still full after five years of implantation. The patient thinks their ins is "breaking down" and might need to be replaced. Consumer said their hcp told them they would contact a manufacture representative (rep) and directed the patient to contact the call center for a replacement pp. The call center reviewed that replacing the pp wouldn't affect therapeutic effect and also would not impact the projected life of the ins battery. As a result of what was reported, the call center recommended following up with the managing hcp for appropriate next steps/interventions. No further patient complications have been reported as a result of this event.